Event description:
The sponges are made in two layers. These sponges are easily pulled apart resulting in two pieces, one with x-ray detectable capability and the other without x-ray detectability. This may result in a sponge or portion of a sponge of this type, to be retained in the surgical wound and potentially causing a life threatening situation. The ctr has added subject complaint to quality data file and is considering this an isolated incident.